Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 the patient experienced elevated blood glucose (bg) after the patient lost the cartridge cap. There were no reported bg values and no reported signs or symptoms of hyperglycemia. It is unknown how long the cartridge cap was missing before the patient noticed. The patient reportedly was not at home at the time of the incident, and the patient treated herself with a correction injection upon returning home. The reporter confirmed that there was no damage to the cartridge compartment threads. The patient reportedly believed that she may not have tightened the cartridge cap appropriately after a cartridge change the morning of the incident, and believes that the cap was loose and just fell off the pump at some point on the day of the reported incident. This complaint is being reported because the patient allegedly experienced elevated bgs due to use error while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.